Event description:
Pt experienced a failure of her blood glucose monitor. The meter was unable to produce reliable test results. Error messages appeared on the monitor. I was unable to resolve the error. I supplied the pt with a new monitor.